Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep via phone that during an unknown procedure the customer's 4mm ultra aggressive blade plus was shedding particulates inside the patient. The sales rep stated that they tried a 4mm full radius blade plus and this device was shedding particulates as well. The sales rep stated that another full radius blade plus device had the same malfunction. The sales rep stated that the particulates were removed from the joint with suction from the devices. The case was completed with a competitor's device with no patient harm or delay. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the surfaces of the inner blade and outer hub were scratched in the lateral direction. To test the functionality of the device, the inner blade was rotated in both directions. From this operation, no notable resistance was detected. Per the IFU, proper irrigation must be maintained while the device is in use. If proper irrigation is not maintained, excessive friction can occur between the inner blade and the outer hub therefore causing metal particulate shedding. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number and expiration date are unknown.